Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via log file analysis; however, the reported event of damage to the power cables of the controller was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file ((B)(6)) was submitted for review that showed events spanning approximately 2 days ((B)(6) 2023 per timestamp). Atypical low voltage advisory alarms were intermittently active on (B)(6) 2023 from 23:10:04 to 23:20:04 and on (B)(6) 2023 at 23:00:38. These alarms occurred due to fluctuating rsoc voltage on the white power cable while connected to battery power, which was not coincident with a power source exchange. The alarms cleared shortly after activating and pump operation was not affected by these events. There were no other notable alarms active in the log file. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate 3 instructions for use (d rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were multiple low voltage advisories. There was visible wear and tear noted on the controller power leads. The patient reported that when the power leads were bent in a certain way the alarm occurs, although as soon as the cables are straightened the alarms resolve. The controller was exchanged. The log files confirmed the low voltage alarms and indicated there was an issue with the white lead. The alarms resolved with the controller exchange.